Manufacturer narrative:
Insulin pump passed all functional testing. Including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and no delivery test. Insulin pump received with cracked case at display window corners, broken battery tube threads, reservoir tube lip, severely scratched display window, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was returned without authorization. His/her blood glucose level was not reported. The product was returned. Nothing further to report.